Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could reproduce the reported phenomenon. The front panel and the keypad did not work due to a failure of the inner circuit board. The endoscopic image was flicking due to the looseness of the receptacle unit. The device was manufactured over 4 years ago. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to an accidental failure or wear caused by repeated use for a long period. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the front panel button of the device did not work. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.